Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon visual analysis, it was noted that the patient had experienced a pocket erosion. A blood culture test was performed with no indication of infection. The implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.